Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the common bile duct (cbd) to facilitate drainage during a endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, upon attempting to deploy the second flange of the axios in the target site, it did not deploy. The physician identified the issue, left wire in cbd and used another axios to successfully implant the device. The procedure was successfully completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during a choledochoduodenostomy procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated to be implanted between the common bile duct and the duodenum during a choledochoduodenostomy procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the product investigation result is not yet complete at the time of submission of this report. A supplemental report will be submitted once it is finalized in order to communicate the findings of the investigation.